Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, heavy calcification and 90% stenosis, a 3.0x15 rx trek dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 8 atmospheres. The 3.0x15 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance and no further pre-dilatation was performed. A 3.0x15 xience prime stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.